Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Clarifying event details were received. It was reported that there were no other events.

Manufacturer narrative:
H3) the software team reviewed the logs. The first session logs captured an errors for 15 seconds and localizer was not connected. Many tool interference errors were observed for almost all the tools used. No instruments were verified in this session. Suspecting the issue with tracking might have observed in this session as per the log statements above. The user then rebooted the system. User found to calibrate and verified the instrument in this session. Though there were errors observed in this session too, the interference errors were comparably low than the first session and user observed tracking issue. The root cause of the warnings reported by ndi/localizer could not be known but seemed to be resolved with system reboot. Suspecting issue with localizer might have resulted in the reported issue in tracking but there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the positioning sensor unit (psu) was not able to track any instruments. The site proceeded with the case using another system. After a reboot the site could verify 2 instruments and then instruments were not visible or tracked. There was no impact on patient outcome. Delay in surgery was not provided.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735762, software version: 2.1.0 h3, h6: no products were received by the manufacturer for analysis.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It happened before the o-arm spin for a spine case, and while they were setting up the room verifying instruments. They were still getting the patient from pre-op so this was before a patient was in the room. They say it normally happens at the first case of the day, and not again once the system has been turned on and booted for a minute. The representative stated "yesterday they had to turn the system off twice and restart it before it would see any instruments at all." It was unclear if this occurred at the time of the event or 2024-12-4. Communication has been sent for clarification.

Event description:
Additional information was received. It was reported that the procedure was a spinal case. It was reported that during system servicing, the camera was taken off and re-seeded in with the cords and there has not been a problem since. It was noted that if the site has a really bright headlight and are looking directly at the camera head, this could cause some tracking issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.